Manufacturer narrative:
We have now concluded our investigation for the complaint received. As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device or a valid lot number we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a device experienced small amount of blockage alarm last dressing change but prior application it was more thorough; after calling clinical hotline, patient was advised to go to the ER, which she did and waited 3 hours and the blockage alarm was not resolved. Dressing was removed and wet to dry placed.